Event description:
It was reported that the right atrial lead had dislodged. Physician confirmed dislodgement with an x-ray. Subsequently, the lead was explanted and replaced successfully. There were no additional adverse patient effects reported.